Event description:
Customer called to report a communication error during operation after 16 hours of wear. Customer also reported high bgs ranging from 347 to 403mg/dl. Customer changed pods and returned pod in question for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.